Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for evaluation. The luer lock adapter of the venting line and the luer port on the oxygenator housing (venous bubble trap) were inspected visually. No abnormalities could be detected at the vent port. At the luer lock positive adapter, a bright edge was noticed at the base of the inner cone. A small crack was visible at this point. The luer connection was checked for the described leakage at the blue venting line. The test was re-peated with the red venting line as reference. A pressure of 1.18 bar was applied. Leakage occurred at the connection of the venous bubble trap and the blue venting line (luer lock positive adapter). No leakage occurred when the connection checked with the reference red venting line. A review of the manufacturing documentation did not reveal any indication of a deviation. However, the reason for the complaint was confirmed by the investigation. Leakage occurred at the luer connection between venting port and blue venting line. The results indicate that the leakage was caused by a defect in the luer lock positive adapter. In order to detect a possible defect of the component early, the incoming goods inspection for luer lock positive adapters was tightened. The review of the manufacturing documentation of the product batch did not reveal any anomalies or deviations.

Manufacturer narrative:
Due to the timeframe of the complaint and the nature of the product, fmcrtg will not be conducting any product investigation. The information provided by xenios represents the totality of what is known and has been submitted on this 3500a.

Event description:
It was reported to fresenius medical care that the prime solution outlet from the connection point of the luer lock connection from the venous bladder trap to the connecting line with integrated three-way valve and filter was leaking. The leakage was at the luer lock connection with liquid leakage despite manual tightening of the closure. It was reported that the cause was clearly visible as there was a hairline crack noted on the male luer lock connector. It was reported that the set was removed from the extracorporeal membrane oxygenation (ECMO) console and that the product was not connected to the patient. It is unknown if the product was available to be returned and further information has not been provided.